Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pace impedance measurements from 600 ohms to 1,130 ohms. Technical services (ts) referred the caller to the manufacturer. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).